Event description:
It was reported that, patient's shoulder replacement dislocated after trauma. Original poly was removed and replaced with a thicker and retentive poly. Original poly was 36mm lateralised 6mm. Replaced with 36mm retentive 12mm.

Manufacturer narrative:
The reported dislocation event could not be confirmed, even though pictures of the removed poly were provided. As noted in the reported event, the poly appears to be in good condition overall, showing no apparent signs of defects or damage. However, based solely on these images, it is not possible to confirm the reported dislocation, additional evidence, such as x-rays, would have been required. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. It is likely that the reported fall contributed to the device dislocation. However, without additional medical documentation, it is not possible to definitively determine the root cause of the dislocation or confirm the reported event. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, patient's shoulder replacement dislocated after trauma. Original poly was removed and replaced with a thicker and retentive poly. Original poly was 36mm lateralised 6mm. Replaced with 36mm retentive 12mm.